Event description:
"Dr. Used the complete trocar with a scop for the first introduction, and took it off during the procedure. When he re-introduced it (level ombilicus), he used only the cannula with the scope inside. At this moment a piece of the extremity of the cannula broke and fell inside the abdominal cavity. He declared that this re-introduction was without any strength. He found the piece and the incident has been without injury or consequence."

Manufacturer narrative:
The incident device is currently being evaluated. Upon completion of the evaluation, a follow-up report will be submitted.